Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Imaging was received and reviewed by an abbott vascular medical affairs director who concluded that the image shows the clip attached to the delivery system without a noticeable abnormality. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The clip remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult clip deployment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the deployment process was performed; however, the clip did not initially release from the cds. Troubleshooting was performed for 10-15 minutes. The actuator knob was turned further, the delivery catheter (dc) handle was turned clockwise / counterclockwise, and the clip was able to be deployed, reducing the mr to 2. The patient did well. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.